Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, when approaching from the retroperitoneum to create space, even though the air got in the balloon, it hardly inflated. A new product was used to complete the procedure. There was no patient injury.